Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to an issue with the pressing the pump and no fluid entering the cylinders. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Correction made to c2/d10 concomitant therapy upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified wear at a fold in the middle of one cylinder with a hole at the proximal end, consistent with sharp instrument damage. The other cylinder also presented wear at a fold in the middle and a hole in the outer tubing, at the proximal end, consistent with sharp instrument damage. Both cylinders passed the leak testing performed. The pump was examined with no signs of abnormalities and passed the leak testing performed. The pump did not pass the functional testing performed. The reported clinical observations were confirmed; therefore, the cause was traced to component failure.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to an issue with the pressing the pump and no fluid enters the cylinders. A new ipp was implanted. There were no patient complications reported.